Event description:
Caller reported experiencing an error labeled as cgm error 42 with their continuous glucose monitor. There was no adverse impact to the customer's blood glucose level. Technical support provided complete instructions for resetting the pump and guided the caller through the process. After the reset, the error did not reoccur. The caller was advised to wait 20 minutes before starting a new sensor session, which they understood and acknowledged.